Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: a review of the pump¿s black box showed a pump reboot after a cs128 replace battery alarm. A visual inspection of the pump showed that the battery compartment was cracked on the side and below the finger pad. The returned battery cap had stripped threads and was not able to tighten securely or maintain an electrical connection; power interruptions occurred. A test cap was used for the investigation. During testing, the pump powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly and was exercised for 24 hours with no power interruption or alarms occurring. The pump case was removed and no intermittent condition was found to the power circuit/flex. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.